Manufacturer narrative:
On 06-jan-2016, an fse was dispatched to the customer site to address the reported event. The fse evaluated the instrument and noted the cup present sensor was intermittantly sensing a cup present when there is not one there and determined that the sensor was bad. The fse ordered the part and replaced the pick- up assembly and the ribbon cable the following day. The fse corrected any alignments needed due to the new pick- up assembly and verified the operation. The customer ran qc without issues. The aia-900 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due the pick- up assembly tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported 2163 error message (c trans not released) with the aia-900 analyzer. The customer is unable to run fsh and lhii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.